Manufacturer narrative:
Corrected data: supplemental MDR report #2 inadvertently did not include the results of initial electrical testing related to supply current measurements and electrical test results prior to pcb board cleaning.

Event description:
Electrical testing showed that the measured supply current was not within specification due to observed pcb contaminants. The device failed several electrical tests prior to the pcb being cleaned. The device performed according to all function specifications following cleaning of the pcb.

Event description:
The physician confirmed that the 2nd device was placed in the same surgical pocket location as the first attempted device. Review of available programming history shows that no interrogations were performed while tachycardia detection was programmed on; therefore, no foreground heart rate could be obtained for evaluation. Following tachycardia detection being programmed on, all sensitivity levels were attempted. One diagnostic test was performed and results were within normal limit. Analysis of the returned generator evaluated the entire range of heartbeat verification sensitivity settings. Various delays in the start of sensing were observed, up to 27 seconds. Visual analysis of the returned generator showed no visual anomalies. Interrogation and system diagnostics were performed successfully with normal results. The sensing functions of the pulse generator were exercised and showed that the sensing functions of the pulse generator performed according to functional specifications. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The pulse generator is still under evaluation.

Event description:
The pulse generator can was opened, and possible contaminates were observed on the edge of the printed circuit board (pcb) that is cut during the manufacturing process. The pulse generator showed no sense delays or sense drop outs after the pcb was cleaned and performed according to all functional specifications. The contaminates were determined to be conductive material deposited on the edge of the printed circuit board (pcb) as a result of a laser cutting process during manufacturing. Further evaluation of this device and additional in-house devices showed that the delay and intermittency observed was due to leakage paths between various traces on the pcb edge caused by the minimal amount of conductive material. Because of the leakage, the device demonstrated intermittent sensing while sync pulse was being transmitted. However, when the sync pulse communications used by the verify heartbeat detection feature were terminated, sensing resumed and was stable. The sync pulse communications occur during use of the verify heartbeat detection in the operating room during initial implant and at the physician's office during follow-up appointments. At all other times when implanted in the patient, heartbeat sensing, and thus the autostim feature, operate as intended. No adverse events have occurred as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a generator replacement procedure to receive a device capable of detecting heart rate. Recommended pre-operative surface ECG assessment was unable to be performed as the patient was reported to be extremely violent prior to the procedure. The surgeon elected to attempt to implant the generator without pre-operative surface ECG assessment. After explanting the former generator and connecting the new device to the patient's lead, and verifying normal lead impedance via system diagnostics, attempts were made to verify proper heart rate sensing with the device sutured in the pocket. Attempts made at each heartbeat sensitivity settings resulted in "????" Being displayed which indicates lost/no communication. The programming wand was repositioned and tested and found to be functioning properly. Device outputs had not been turned on prior to heartbeat detection testing. Electromagnetic interference was not believed to be present and electrocautery was not used near the device. A replacement device was then connected and positioned in the same pocket location and functioned properly. The first attempted device has been returned to the manufacturer and is currently undergoing product analysis. Manufacturing records for the attempted generator were evaluated and proper device function was verified prior to product distribution.